Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The issue was initially resolved before contacting technical support, as the customer changed the charging supplies from a non-tandem wall adapter and tandem charging cable to another non-tandem wall adapter. Technical support advised against using third-party charging supplies and agreed to send a replacement tandem wall adapter to the customer with two-day shipping.